Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to remove, the reported detachment and the reported stretched coils were able to be confirmed. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience alpine is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous right coronary artery. A balance middleweight (bmw) guide wire was advanced to the lesion. A 2.25 x 23 otw xience alpine was being advanced over the guide wire without resistance; however, the guide wire backed out slightly so the physician tried to advance the guide wire when there was resistance with the catheter. An attempt was made to remove the catheter, but at the guiding catheter tip, there was resistance again with the guide wire so the devices were removed from the anatomy as a single unit. Outside the anatomy, it was noted that the guide wire tip had separated and the coils had stretched and some of them were entwined with the stent struts. An attempt was made to remove the guide wire, so it is unknown if the coils are still entwined with the stent. There was no part of the guide wire left in the anatomy. The procedure was completed with a new guide wire and stent delivery system. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.